Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Valve thrombosis is the formation of significant blood clots forming on the valve/ring. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Although the product was not returned and there is an allegation of premature failure, the reported thrombosis is most likely related to the patient's history of thrombocytosis and transient ischemic attack and is not a result of a manufacturing non-conformance. There is no evidence to suggest a product failure with regard to design, reliability, or use error.

Event description:
It was reported that a patient with a 25mm 11500a inspiris aortic valve has been placed under evaluation for a viv procedure after an implant duration of 2 years due to thrombus and severe aortic insufficiency. The patient presented with chronic diastolic heart failure, nyha iii. The intervention is indicated but not planned or scheduled yet.

Manufacturer narrative:
Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 25mm 11500a inspiris aortic valve has been placed under evaluation for a viv procedure after an implant duration of 2 years due to thrombus and severe aortic insufficiency. The patient presented with chronic diastolic heart failure, nyha iii. The intervention is indicated but not planned or scheduled yet. The tavr procedure was performed after an implant duration of two (2) years, one (1) month with a 26mm 9750tfx transcatheter valve. The patient was successfully treated.